Event description:
Literature ref: c knippig, et al. "Gastric pacemaker therapy - from the indication to the mgmt of postoperative complications". Visceral surgery. 2006; 41:89-94. The article provides a brief overview of the history of gastric pacemaker therapy for both gastroparesis and severe obesity. Data from medical literature and personal experiences were used (gastric pacemaker therapy in magdeburg: since 2000). During a routine gastroscopy, a penetration of the cable into the stomach was detected. The pt was completely asymptomatic without any signs of anemia or infection. Surgical removal occurred during a scheduled laparoscopy. Intraoperatively, the complete fistulization along the pacemaker cable from the pacemaker box to the stomach encountered. The stomach was sutured once. No further complications reported.

Manufacturer narrative:
This report is being submitted following an internal audit. The MFR is unable to determine what device sys was use (enterra vs. Transcend). The article did not indicate the pt diagnosis (gastroparesis vs. Obesity).